Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited loss of ventricular capture and high, out of range ventricular pacing impedance measurements one day post implant. Sensing measurements were good. An invasive procedure was performed and, despite the proximal setscrew being tightened appropriately at the time of implant it was found to be loose. The physician attempted to re-tighten the setscrew and reported it felt 'soft' or 'loose'. This ICD was explanted, a new device was successfully implanted and this ICD will be returned for analysis.